Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three tubes exhibited a detached stopper, deformed stopper, and underfill. It is unclear whether all three tubes exhibited one or all of these defects. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, showing underfill and stopper molding defect, but no stopper creepout was visible. Additionally, 20 retained samples were functionally tested for low or no draw, and all samples met the specifications. Furthermore, 10 retained samples were tested for cap/stopper integrity after reattachment, with no issues of creeping observed. Evaluation of 100 retained samples revealed no further instances of stopper molding defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and defective stopper molding. This complaint has not been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, three tubes exhibited a detached stopper, deformed stopper, and underfill. It is unclear whether all three tubes exhibited one or all of these defects. No adverse impact was reported regarding the patient or user.